Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/22/2023, that on 12/22/2023 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient had a skin reaction two days after the sensor was inserted in the thigh. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation, drainage, and infection extending beyond the patch perimeter. The patient had itching and burning sensation in the area. Photo of the skin reaction in the complaint record was reviewed. The photo shows a skin reaction in the shape of the sensor patch footprint that consists of a rash, redness, pimples, and blisters. There is redness that extends beyond the patch footprint perimeter. The photo confirmed the skin reaction. On 12/22/2023, the patient consulted an endocrinologist who prescribed oral and topical antibiotic medications (clindamycin 300 mg 1-2 tablets per day; and an unspecified ointment). The hcp (healthcare provider) recommended applying tegaderm to the skin prior to future sensor insertions to help minimize a reaction. At the time of the follow up report on 12/25/2023, the patient was doing well after treatment. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.